Event description:
It was reported that the pump's alarm sound was not annunciating properly. The customer's blood glucose level had no adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.